Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a percutaneous transluminal angioplasty (ptca) interventional procedure using a 7f sheath. Reportedly, a suture break occurred when advancing the knot. Another proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.